Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, which involved walking through a complete pump reset. Following the reset, the error code did not reappear, and the customer successfully began a new sensor session.